Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working. A revision surgery was performed in which it was noticed that the right cylinder was ruptured. The cylinders were removed and replaced. No patient complications were reported.